Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke and smelled a bad odor coming from behind the cell-dyn emerald analyzer. The customer indicated that they were not sure if the smoke was coming from the cell-dyn or from the power protector that the analyzer was plugged into. The customer unplugged the instrument. No injuries or impact to patient management were reported.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, evaluation of the returned part by abbott electrical engineers, a search for similar complaints, and a review of product labeling. The abbott electrical engineers indicated a product issue could not be determined. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. The external power supply and cord was replaced and the issue was resolved. Based on the available information no product deficiency of cell-dyn emerald analyzer, list number 09h39 was identified.